Event description:
Device #1 of 2: 1627487-2014-26897. It was reported the pt suffered a fall and subsequently experienced ineffective stimulation. Diagnostics showed a multiple contacts were invalid on each octrode. An x-ray was taken and showed lead fracture. Reprogramming was able to provide effective stimulation. Follow up info identified the issue reoccurred and as a result the pt underwent surgical intervention to remove and replace the leads. The pt is now receiving effective stimulation.

Manufacturer narrative:
UDI (di): (B)(4) sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.